Event description:
It was reported that the patient was unable to adjust stimulation and a power-on-reset condition occurred. There also were coupling or communication issues. Troubleshooting was performed, the issues were resolved, and the patient was able to recharge. It was also reported that after recharging, when the stimulation was turned on, the patient experienced overstimulation at the implantable neurostimulator (ins) site. There was trouble turning the ins off due to poor communication on the recharger. Troubleshooting was performed and the ins could be turned off. The ins was off and turned down to 0.0v, but the patient still felt stimulation. The ins was turned off and on again; the patient no longer felt the stimulation. It was felt that the ins might have shifted position over the course of the patient's pregnancy. It was stated that the left lead was no longer "working", but that the health care professional believed it still to be in the correct location. The patient's status was fair. The exact order of the above events was unclear. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).